Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Specificity data for the years 2022 and 2023 were reviewed and found to be 98.83% ((B)(6) 2022) and 99.84% ((B)(6) 2023), which are within the expected range. No calibration, quality control, or pre-analytical data were available for evaluation. Additionally, no root cause for the reported specificity issue could be identified. The case was closed, and the device remains in operation at the customer site.

Event description:
The initial reporter alleged a specificity issue with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module, citing a 0.2% false reactive rate in (B)(6) 2023. Specificity data for the assay were analyzed for the years 2022 and 2023. The specificity was reported as 98.83% for (B)(6) 2022 and 99.84% for (B)(6) 2023.